Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The devices with the reported foot issues referenced in filed under separate medwatch report numbers. User facility medwatch # (B)(4) attached. Na.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a prostyle device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after the suture was deployed, the footplate was unable to close. The device was removed with force. Another prostyle experienced the same issue. The artery was damaged. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. The knots of the two preplaced prostyle sutures were advanced to the artery; however, hemostasis was not fully achieved. Another prostyle device was deployed and the knot advanced with incomplete hemostasis. An endarterectomy was performed and surgical suturing was used to repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure. Subsequent to previously received information, user facility medwatch report # (B)(4) was received that states: "perclose prostyle closure device failed in right femoral artery during transcatheter aortic valve replacement (tavr) procedure. Device failed." Outcome attributed: hospitalization.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: the device was not returned.